Manufacturer narrative:
Product complaint (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 3x8 orbit galaxy coil (640cx0308, 30443760) became stretched. There was no patient injury reported. No additional information is available. A non-sterile unit og cmplx xtrasoft coil 3x8 was received inside of a pouch at cerenovus for evaluation. The device was visually inspected, and it was found in good normal conditions, no damages or anomalies were observed during the visual inspection. The embolic coil was inspected under microscope and it was found with no damages inside of the introducer. Also, some residues of dry blood could be noted. A manufacturing record evaluation (mre) was performed for the finished device 30443760 number, and no non-conformances related to the reported complaint condition were identified. Cerenovus conducted a visual inspection and microscopic examination of the returned device. The og cmplx xtrasoft coil 3x8 was visually inspected, and no damages or anomalies were observed during the visual analysis. During the microscopic inspection, it was found that the embolic coil is in good conditions inside the introducer. The condition dry blood residues noted on the introducer may have be related with an insufficient flushing. No damage was observed on the device that may contribute to the complaint. Based on the findings during the microscopic analysis, the customer complaint was not able to be confirmed. Based on the mre, there is no indication that the event is related to the device manufacturing process. It should be noted that product failure is multifactorial. The instructions for use (IFU) do contain the following cautions: ¿ if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Procode: krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. . A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, a 3x8 orbit galaxy coil (640cx0308, 30443760) became stretched. There was no patient injury reported.